Event description:
The customer reported that a ventilator's blower was overheating. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer could not find a 1122 diagnostic code. The customer replaced the dirty air filter with a new one and ran the unit over night with no issue. The unit was sent back to respiratory for patient use. No other anomalies were reported.